Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that while hospitalized, insulin pump was removed. Customer went to the emergency room on (B)(6) 2015 with blood glucose of 230 mg/dl. Customer reported that reason for emergency room visit was anxiety, feeling sick and diabetic ketoacidosis and was treated with insulin drip. While customer was on call, insulin pump received a battery out limit alarm. Customer states that battery was removed for about a week. Customer was assisted with clearing alarm.